Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation. The patient's doctor prescribed a cream for the irritation. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.